Event description:
It was reported that the patient presented to the clinic with <200 ohms bipolar impedance. Unipolar lead impedance was 410 ohm but there was noise. The noise could not be reproduced with isometrics. The patient paced 1% of the time in the atrium. Therefore, the device was programmed to vvi mode.